Event description:
Following a fall where the patient hit her head, the patient experienced a loss of therapeutic effect, nausea, dyskinesias, and speech issues. When the battery lights were assessed, the middle light did not come on for either implantable neurostimulator (ins). The patient was at home and her status was reported to be "fair". The patient was encouraged to contact her healthcare professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available. Also see manufacturer's report # 3004209178-2009-02031.